Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited inappropriate atp due to incorrect interpretation of signal. No intervention was reported. The patient was stable.